Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A field engineer reported that a 00mlx mlx 300w xenon lightsource was overheating. There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A visual inspection of the returned unit found customer label, no visible or physical damage. Further testing found that fan harness was not installed causing over heating. Lamp is blown and power supply is not igniting the lamp. Power supply is also separated from the back plate. Power entry module has broken clips. Attenuator switch has a slight grinding and contamination on leads. The motor harness has exposed wire from damage. Right panel is cracked. Bezel is damaged at the lower right corner. A label, control and stand by membrane are also needed to replace the bezel. The DHR reviewed no applicable nonconforming product report / nonconforming material report history. The damages is consistent with rough handling/ misuse. The definite root cause cannot be reliably determined.

Event description:
N/a.